Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, monitor failed incoming testing. The cause for the test failure was an open resistor, r781. The root cause of the open r781 resistor cannot be positively identified but investigations into similar events has determined that the damage to the r781 resistor is consistent with the patient receiving a non-lifevest rescue defibrillation from emergency responders. There is no evidence to suggest that the open resistor caused or contributed to the patient's death. The monitor was fully functional while in use. In addition, there were reported resuscitation efforts by ems.

Event description:
While servicing monitor sn (B)(4) which was returned for investigation into a patient's death, a reportable problem was discovered.